Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure. The exact procedure date is unknown. It was reported that there was a hole in the balloon. The type of procedure and anatomy location of the procedure are unknown and is being reported as it may have occurred in the esophagus. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.